Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2014 at 8:00 a. M. The patient manages his diabetes with an insulin pump and denied taking any action in regards to his usual diabetes management regimen in response to the alleged issue. The patient stated, 1 hour after the alleged issue occurred, he developed symptoms of ¿nausea, dizziness, and did not see¿. On (B)(6) 2014 at 2:00 p. M. The patient mentioned he went into his doctor¿s office for a visit and his health care professional (hcp) did a laboratory blood glucose test and obtained a reading of "400 mg/dl". At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.